Event description:
Patient reported left side device rupture. Device location is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture. Healthcare professional reported "according to ultrasound deterioration of the integrity of the breast implant." Device was explanted and replaced with non-abbvie device.

Event description:
A healthcare professional reported "according to ultrasound deterioration of the integrity of the breast implant." This record relates to the left side.device was replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.